Event description:
Report received of an under-delivery due to an operator error in programming the device. The physician ordered 100cc of an unknown antibiotic to infuse at a rate of 103cc/hr. It was reported that the day shift nurse came into the patient's room and noticed that 50cc of antibiotic remained in a 100cc bag that should have completely infused the previous evening. The day shift nurse checked the pump settings, and noticed that the secondary line was inadvertently set to infuse only 50cc of the 100cc bag at a rate of 103cc/hr. The day shift nurse infused two more doses of antibiotic with the same pump without any problem before pulling the pump out of service. There was no reported adverse patient events. Though requested, no additional information was received.